Event description:
There was no device malfunction and removal was not due to failure of device. The index procedure was a one level stand alone pcf at c4-c5 on (B)(6) 2022. Index procedure outcome was as expected. Post index procedure, patient suffered a facet fracture, causing a fragment of bone to move into the foramen. Revision procedure on (B)(6) 2022 was a successful foraminotomy to retrieve bone fragment and remove cervical cage. No negative clinical sequalae was reported.